Manufacturer narrative:
The reported events of post-op dislodgement, failure to capture and failure to sense could not be confirmed. Visual inspection showed that both the outer and inner helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including capture/output verification and sensing tests, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was found with appropriate remaining longevity.

Event description:
It was reported that the patient presented post-implant procedure. Upon device interrogation, the leadless pacemaker exhibited loss of capture and sensing. It was then confirmed that the device had dislodged and migrated to the right iliac vein. The device was ultimately retrieved. The patient condition was stable.